Event description:
The customer reported that prior to use, they found the pad was partially discolored. Another pad was used. No pt injury occurred. Initial evaluation of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.